Manufacturer narrative:
Date of death: the exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Device status: the impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella cp.

Event description:
The complainant reported a patient with cardiomyopathy in stage c cardiogenic shock was initially implanted with an impella cp device for mechanical circulatory support (msc). The patient was escalated to an impella 5.5 after approximately 22 hours after start of impella cp support as the impella cp was unable to be repositioned and hemolysis developed. Additionally, the patient needed more long-term support and bridge to decision. The impella 5.5 device was successfully placed, and impella mcs continued. The patient remained stable. On day six of support, the patient decompensated over the night and became hypotensive and mixed venous oxygen saturation slightly dropped. Epinephrine was added and dialysis was placed on hold. Later that night, the patient had runs of ventricular tachycardia. Subsequently, the decision was made to go to comfort care. The following day, with family at bedside, all life sustaining measures were discontinued and the patient expired.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 59-year-old male with a medical history significant for poorly controlled diabetes mellitus (per documentation, patient reported not routinely monitoring blood glucose levels) presented with chest pain. Electrocardiogram (ECG) performed by emergency medical services (ems) demonstrated st-segment elevation in the field, and a st-segment elevation myocardial infarction (stemi) alert was activated. Coronary angiography revealed an acute total occlusion of the mid-right coronary artery. One drug-eluting stent was successfully deployed. Additional imaging of the left coronary demonstrated diffuse multivessel coronary artery disease. The patient became hypotensive and required endotracheal intubation. Due to ongoing cardiogenic shock, an impella cp was implanted for mechanical circulatory support. The society for cardiovascular angiography and interventions (scai) cardiogenic shock classification was stage c at the time of impella cp implantation. Percutaneous coronary intervention (pci) was performed to the proximal left anterior descending (lad) artery, with documentation of chronic total occlusion of the remaining lad, as well as disease involving the proximal ramus and proximal left circumflex (lcx) arteries. Following the procedure, the patient was transferred to the unit on impella cp support. On post-implant day one, the physician documented that the impella catheter appeared to be positioned behind the papillary muscle; however, no device alarms were present, flows were adequate, and the catheter position (91 cm at the hub and 3.1 cm from the aortic valve) was left unchanged. Approximately two hours later, brief ¿impella in aorta¿ alarms occurred following a coughing episode. The alarms resolved spontaneously, and device waveforms normalized. Nursing staff indicated the coughing episode was believed to have precipitated the alarms. Later that day, the patient developed laboratory evidence of hemolysis, with plasma free hemoglobin (pfhgb) of 150 mg/dl. Repositioning of the impella cp was unsuccessful. Due to hemolysis and the need for longer-term mechanical circulatory support as a bridge-to-decision strategy, the patient was escalated to an impella 5.5. Approximately seven days later, while on impella 5.5 support, the patient experienced runs of ventricular tachycardia. Bedside echocardiography measured the impella 5.5 position at 4.5 cm across the aortic valve. The patient¿s scai cardiogenic shock classification had progressed to stage e. On that same day, the patient elected to transition to comfort-focused care. With family present, life-sustaining therapies were withdrawn, and the patient expired. Hemolysis when device is malpositioned is a known potential complications of impella cp support and are being reported as serious injury events attributed to the impella cp. The death is being associated with the impella 5.5 as the device was in place at the time of death and the patient experienced ventricular tachycardia while on support. The patient¿s underlying condition was the most likely contributing factor to the demise outcome (poorly controlled diabetes mellitus, diffuse chronic coronary artery disease with chronic total occlusions, and progression from scai stage c to stage e shock). Note: h6. Component code and investigation type/findings/conclusion coding remain unchanged as previously reported. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the ventricular tachycardia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.